Manufacturer narrative:
This event occurred in (B)(6). The customer noticed the sample probe was dirty. Calibration and qc were acceptable. A general reagent issue has been excluded since calibration and qc were acceptable. No additional information was provided by the customer. The malfunction is consistent with a dirty sample probe.

Event description:
The initial reporter questioned results for 3 patient samples tested for gluc3 glucose hk gen.3 (gluc3) on a cobas 8000 c 702 module. Based on the data provided, the results for 2 patient samples were discrepant. Patient 1 initial result was 0.31 g/l. The repeat was 1.37 g/l. Patient 2 initial result was 0.73 g/l. The repeat was 0.25 g/l. The results in question were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The gluc3 reagent lot number was 398920 with an expiration date of 30-jun-2020.